Event description:
Same case as MDR ID: 2134265-2012-01179. It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The target lesion being treated was in the proximal diagonal (dx) artery. A 2.50mm promus element stent delivery system was advanced and deployed in the proximal third of the dx. A 2.25x12mm promus element sds was then advanced to the dx with the intention of deploying it overlapping the proximal end of the previously placed stent. However, while trying to advance the 2.25x12mm sds, the struts of both stents became damaged. The 2.25x12mm promus element sds was removed. It was observed that the deployed 2.50mm promus element stent was shortened on the proximal end. An unspecified balloon was then advanced for post-dilation and an unspecified stent was then deployed overlapping the proximal end of the 2.50mm promus element stent. The procedure was completed with post-dilation of the overlapping section with positive results. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).